Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One unopened sample was received for analysis. Product code w9918. During the visual inspection of the returned sample, no anomalies or issues related to labeling were observed during the evaluation. The barcode qr was readable with the scanner with positive result. The lot number is legitimate according to ethicon process. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: - it was recently reported that the event date is (B)(6) 2025, and the alert date is (B)(6) 2025. Could you please provide a justification for this variance in the timing of the report related to this file? --loc just received the complaint from hospital on july 21, 2025. - were there patient consequences? If yes, please explain. --no.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Before use on the patient, 2d data matrix barcodes could not be scanned. It's reported that 2d data matrix barcodes on the package of a total of 5 products could not be scanned which make trouble on customer's warehousing work. As they manage product on package level. And they feedback the text on the package is not enough, they still want to scan the 2d data matrix barcode. No adverse patient consequences were reported. Additional information was requested.